Event description:
Zimmer acetabular porous shell implant component has 3 screw hole covers. One of the screw covers dislodged during the placement of the shell in to the acetabulum by the surgeon. The surgeon searched using fluoroscopy for 1 hour and was unable to retrieve the screw hole cover.